Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert 70 system, model #: unknown, serial #: unknown; crd2 and a quad of unknown manufacture were utilized in the patient. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/17/2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that during a non-ischemic ventricular tachycardia procedure using a navistar catheter, the patient (B)(6) experienced a cardiac tamponade. The caller stated that mapping was completed in the right ventricle and right ventricular outflow tract. Mapping was then moved retrograde into the left ventricle and heparin was utilized. The patient experienced a pressure drop and the effusion was discovered. A pericardiocentesis was performed and the procedure was halted. No ablations had been attempted during the procedure. The physician did not provide an assessment of the cause of the patient injury, but there were no reported malfunctions of any bwi products during the procedure. The patient is stabilized and was observed overnight at the hospital.

Manufacturer narrative:
(B)(4). It was reported that during a non-ischemic ventricular tachycardia procedure using a navistar catheter, the patient ((B)(6)) experienced a cardiac tamponade. The caller stated that mapping was completed in the right ventricle and right ventricular outflow tract. Mapping was then moved retrograde into the left ventricle and heparin was utilized. The patient experienced a pressure drop and the effusion was discovered. A pericardiocentesis was performed and the procedure was halted. No ablations had been attempted during the procedure. The physician did not provide an assessment of the cause of the patient injury but there were no reported malfunctions of any bwi products during the procedure. The patient was stabilized and was observed overnight at the hospital. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, the device was evaluated for deflection and the catheter passed. Therefore, the catheter was tested for eeprom and biosensor functionality and carto. The catheter failed during biosensor functionality test and carto. Error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the carto test, however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to address the potential pcb issues/intermittency.